Event description:
Customer reports discrepant results with meters compared to lab. Patient #5. Date: (B)(6) 2010. Ds inratio meter: lot #225434 - 2.5; lot #236690 - 2.3. Lj inratio meter: lot #225434 - 2.5; lot #236690 - 2.3. Lab: 1.94. (B)(6) are the initials of the nurses using two different meters. These were the only identifiers the customer could provide.

Manufacturer narrative:
Investigation pending.